Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the fluid build-up/swelling was not determined. Actions taken to resolve the fluid build-up were aspiration and they planned to do an explant and change the device. The issue had not been resolved. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving via baclofen, 700 mcg/ml concentration at 125.92 mcg/day dose intrathecal drug delivery pump for intractable spasticity. It was reported that fluid started to build up around pump. His managing healthcare professional (hcp) said it was 'tough to feel the pump' and redirected him to the implanting hcp. His hcp went in and took out 100cc of blood from the swelling sight. The swelling came back every time he got it drained. The hcp stated 'it just keeps refilling every week'. The hcp wanted to move pump from the left side to the right side. The hcp thought the blood and swelling was from 'scar tissue is built around the bag (around the pump), and when I'm working out, those lesions are ripping the fibers in my muscle'. No further complications were reported.